Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). It was noted that the device had stored a ventricular episode. Upon review, the ventricular episode showed that the patient was in a ventricular arrhythmia, and the device delivered six bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the rhythm. The device was unable to convert the rhythm. It was noted that the rhythm spontaneously self converted. Further review of the episode showed that while delivering a shock, code 1005 was recorded indicating that high out of range shock impedances on the right ventricular (rv) lead were detected. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service. Additional information was received that reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for further review of the code 1005 that indicated open circuit condition due to high out of range shock impedances on the non-boston scientific right ventricular (rv) lead. It was believed that the device had inappropriately delivered shocks likely due to patient being in a supraventricular tachycardia (svt) arrhythmia that was in the vt zone. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service.

Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). It was noted that the device had stored a ventricular episode. Upon review, the ventricular episode showed that the patient was in a ventricular arrhythmia, and the device delivered six bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the rhythm. The device was unable to convert the rhythm. It was noted that the rhythm spontaneously self converted. Further review of the episode showed that while delivering a shock, code 1005 was recorded indicating that high out of range shock impedances on the right ventricular (rv) lead were detected. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service.

Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). It was noted that the device had stored a ventricular episode. Upon review, the ventricular episode showed that the patient was in a ventricular arrhythmia, and the device delivered six bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the rhythm. The device was unable to convert the rhythm. It was noted that the rhythm spontaneously self converted. Further review of the episode showed that while delivering a shock, code 1005 was recorded indicating that high out of range shock impedances on the right ventricular (rv) lead were detected. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service. Additional information was received that reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for further review of the code 1005 that indicated open circuit condition due to high out of range shock impedances on the non-boston scientific right ventricular (rv) lead. It was believed that the device had inappropriately delivered shocks likely due to patient being in a supraventricular tachycardia (svt) arrhythmia that was in the vt zone. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, analysis of available information suggests a device problem, but the specific failure is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). It was noted that the device had stored a ventricular episode. Upon review, the ventricular episode showed that the patient was in a ventricular arrhythmia, and the device delivered six bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the rhythm. The device was unable to convert the rhythm. It was noted that the rhythm spontaneously self converted. Further review of the episode showed that while delivering a shock, code 1005 was recorded indicating that high out of range shock impedances on the right ventricular (rv) lead were detected. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service. Additional information was received that reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for further review of the code 1005 that indicated open circuit condition due to high out of range shock impedances on the non-boston scientific right ventricular (rv) lead. It was believed that the device had inappropriately delivered shocks likely due to patient being in a supraventricular tachycardia (svt) arrhythmia that was in the vt zone. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-boston scientific lead. At this time, no additional adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.